Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that decreased sensing was observed. Lead was explanted and replaced. Patient condition after the procedure was good.